Event description:
Ventilator #(B)(4) failed while on patient and gave "technical error 51". Rcp at bedside immediately removed patient from ventilator and initiated manual ventilation via resuscitation bag. Replacement ventilator set up and patient placed on it without further incident. Ventilator was sequestered with repair order placed with biomed. Biomed's follow up: maquet servo-I ventilator sn (B)(4) gave technical error 51. Per tech support there was a bad control cable; control cable was replaced per maquet's recommendation, which resolved the error. Further device testing did not duplicate the error. The ventilator was returned to service following the replacement of the control cable.